Event description:
It was reported when using an unknown bd product, the tube was underfilled. The following information was provided by the initial reporter. The customer stated: "when the medical staff of our hospital used a disposable venous blood sample collection container to conduct blood routine examination for the patient, the blood returned normally after the needle was inserted, and there was no bleeding after inserting the anticoagulant tube. Blood flowed out after replacing the blood collection tube."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The customer stated that they realized an operation error and this is not a product quality issue. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.